Manufacturer narrative:
A replacement monitor was sent to the patient to resolve their issue. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported a concern regarding the accuracy of their teladoc blood pressure monitor after comparing its reading with a manual blood pressure measurement obtained at their physician's office. The patient stated that the teladoc monitor recorded a reading of 152/98 mmhg, whereas the physician's manual blood pressure reading was 130/82 mmhg. Both measurements were taken simultaneously, and the difference between the readings exceeded 20 mmhg.